Event description:
A customer reported receiving imprecise readings on his freestyle flash blood glucose meter. The customer reported obtaining the readings of 1.5 mmol/l, 10.8 mmol/l and 1.04 mmol/l within a ten minute timeframe. When plotting the readings against the average on a parkes error grid, the results fell in the "b" and "c" zones. The "c" zone result shows the difference in readings to be significant. There was not report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up will be submitted if the meter is returned.